Event description:
The facility reported an infusion pump with failure code 402 during pt use. The facility's biomedical engineer stated that no pt injury or need for medical intervention had been reported. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt demographics, diagnosis or status, pt injury, medical intervention, medication involved, or set up of the infusion device.